Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged the software became unresponsive at different points during navigation. Also noted was that the images were not visible on the screen. Proper function did return and there was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the issue was determined to be due to metal interference or poor magnet placement. The medtronic representative met with the doctor and surgery staff for training on metal interference, magnet placement issues, and troubleshooting. No parts have been returned to manufacturer for analysis. No further issues have been reported.